Event description:
It was reported that for 1788 video column the camera head is no longer working. Based on the tests, it appears that there is a bad connection inside the camera head. The column is therefore unusable because the camera keeps disconnecting.

Manufacturer narrative:
The device was not returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: bad connection probable root cause: - faulty solder joints in video path - faulty prism board or connectors - faulty xboard or ch cable connectors - break in ch cable core - faulty hdmi cable - faulty ccu power supply - internal ccu cable failure - power and/or communication - improper/no fuse installed - ac inlet board - main board - video processor - digital board - fpga - transition board - coax connector - electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge - poor system grounding - improper ccu timing. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that for 1788 video column the camera head is no longer working. Based on the tests, it appears that there is a bad connection inside the camera head. The column is therefore unusable because the camera keeps disconnecting.